Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine pulse generator change out. The physician noted that the right ventricular lead exhibited high capture thresholds and oversensing of lead noise and low impedance. The patient was asymptomatic. The physician elected to cap and replace the lead. The patient is doing well and would be monitored with routine follow up.